Event description:
The following was reported to davol by the pt¿s attorney: severe and permanent injuries. Pt suffers from left testicle 96% atrophied, groin pain and difficulty with sexual intercourse. On (B)(6) 2010 ¿ implant of extra-large bard mesh perfix plug to repair a right inguinal hernia. On (B)(6) 2010 ¿ presented with testicular pain and tenderness and atrophic left testis. On (B)(6) 2010 ¿ presented with ilioinguinal neuralgia and severe pain in his abdomen and right testicle. Doctor prescribed daily painkillers and performed an ilioinguinal nerve block with steroid. On (B)(6) 2010 ¿ presented with continued pain and decreased effectiveness of medication. Medications changed. Doctor stated that the pt may need add¿l surgery. On (B)(6) 2010- presented to doctor with intractable and incapacitating right groin pain secondary to right inguinal hernia mesh. Doctor performed an exploration and removal of the product and a right inguinal herniorrhaphy. On (B)(6) 2011 ¿ presented to the emergency room due to excruciating testicular pain. On (B)(6) 2011 ¿ presented to pt for a functional capacity eval, which found that the pt could not sit, stand, walk, or drive for longer than 15 minutes. On (B)(6) 2011 ¿ admitted with an abdominal infection. On (B)(6) 2011 ¿ surgical removal of the complex cystic mass. On (B)(6) 2011 ¿ laparoscopic variocelectomy for left varicocele. The product caused the pt to suffer infection/inflammation, tissue abrasion and other severe adverse health consequences. Attorney alleges right and left testicular pain, left testicle atrophy, difficulty with sexual intercourse, ilioinguinal neuralgia, abdominal pain, add¿l surgery disability, abd infection, right inguinal cystic mass, inflammation, tissue abrasion, defective mesh, explant¿

Manufacturer narrative:
We have contacted the initial reporter to request add¿l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt¿s attorney did not allege a specific device failure or pt injury and medical records have not been provided. The pt¿s attorney alleges the pt was treated for infection, the warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may not have to be removed. An unresolved infection however, may require removal of the prosthesis.¿ no lot number has been provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add¿l event and/or eval info is obtained, a follow up MDR will be submitted.